Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when interrogating an implantable device, the programmer would find the device and list what it was. When trying to move to the next screen, it would freeze/get stuck on the "please wait" screen opening the application. It was also noted that the lights on the reader would go out when it would get stuck. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer froze during interrogation. Keyboard hinges were broken, hinge plate hardware was missing, noisy system fan was noted. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.